Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and were pushed out towards the proximal markerband. Some of the struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 2.5x13mm, 85% stenosed, de novo, eccentric lesion being treated was located in the non-tortuous, moderately calcified distal right coronary artery. Using a choice floppy guide wire, the lesion was predilated with a 2x15mm maverick2 balloon catheter. Then the physician advanced the 2.50x16mm promus element stent delivery system (sds) and was not able to cross the lesion. Using a non-bsc guide wire, the lesion was again dilated with a 2.5x15mm nc quantum apex balloon catheter. The physician re-advanced the 2.50x16mm promus element sds and it was still not able to cross the lesion. The sds was successfully removed and it was noted that stent damage had occurred. The procedure was completed with angioplasty. No complications were reported and patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 2.5x13mm, 85% stenosed, de novo, eccentric lesion being treated was located in the non-tortuous, moderately calcified distal right coronary artery. Using a choice floppy guide wire, the lesion was predilated with a 2x15mm maverick2 balloon catheter. Then the physician advanced the 2.50x16mm promus element stent delivery system (sds) and was not able to cross the lesion. Using a non-bsc guide wire, the lesion was again dilated with a 2.5x15mm nc quantum apex balloon catheter. The physician re-advanced the 2.50x16mm promus element sds and it was still not able to cross the lesion. The sds was successfully removed and it was noted that stent damage had occurred. The procedure was completed with angioplasty. No complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4).